Event description:
It was reported that the system displayed a communication error and shut down on it's own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.